Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a faulty vent valve in the custom tubing pack was identified during use. The valve was stuck in the closed position. Poor drainage was observed from the left ventricular (lv) vent, and no blood return was noted through the one-way valve in the vent line when the suction flow rate was increased from 300 ml/min to 500 ml/min. An occlusion check on the roller pump confirmed proper pump function. The customer troubleshoot by clamping the vent line distally to the vent valve and suction momentarily increased; upon releasing the clamp, a small amount of blood return was observed, but the vent did not appear to be pulling air at the higher suction setting. The faulty lv vent valve was removed and replaced by the secondary perfusionist while the patient remained on cardiopulmonary bypass (cpb). No patient complications have been reported as a result of this event.